Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I did't want to get out of bed knowing the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("change in discharge (milky like) and lots of it, there is an odor"), pruritus ("pruritus"), pelvic discomfort ("discomfort,"), abdominal distension ("I'm not as bloated as I used to be so") and depression ("I'm not as depressed as I once was") and was found to have weight decreased ("I'm 15 days post op and have dropped 9 ibs"). The patient was treated with surgery (essure removal (I'm 15 days post op)). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and depression was resolving, the bacterial vaginosis, vaginal discharge, pruritus and pelvic discomfort outcome was unknown and the weight decreased had resolved. The reporter considered abdominal distension, bacterial vaginosis, depression, pelvic discomfort, pelvic pain, pruritus, vaginal discharge and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I didn't want to get out of bed knowing the pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("change in discharge (milky like) and lots of it, there is an odor"), pruritus ("pruritus"), pelvic discomfort ("discomfort,"), abdominal distension ("I'm not as bloated as I used to be so") and depression ("I'm not as depressed as I once was") and was found to have weight decreased ("I'm 15 days post op and have dropped 9 ibs"). The patient was treated with surgery (essure removal (I'm 15 days post op)). Essure was removed. At the time of the report, the pelvic pain, abdominal distension and depression was resolving, the bacterial vaginosis, vaginal discharge, pruritus and pelvic discomfort outcome was unknown and the weight decreased had resolved. The reporter considered abdominal distension, bacterial vaginosis, depression, pelvic discomfort, pelvic pain, pruritus, vaginal discharge and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. The case is upgraded to serious incident as essure removal was added. Events weight gain, bloating, depression, pelvic pain female were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.